Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: post a left heart cath, the tr band deflated. 20ml of air was injected into the tr band when it was applied. There was no noticeable damage to the device. Within twenty minutes, the tr band started to deflate. The location of leak was unknown. The tr band was replaced with another tr band, and hemostasis was achieved. The estimated blood loss was less than 250cc, and the patient was stable.